Manufacturer narrative:
H6: investigation summary a complaint of valve missing was received from the customer. No product or photo was returned by the customer. The customer complaint of misassembled could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was missing its valve. The following information was provided by the initial reporter: "used to come with a valve and now is coming without a valve and is inquiring if this needs to be ordered separately."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Texas, USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was missing its valve. The following information was provided by the initial reporter: "used to come with a valve and now is coming without a valve and is inquiring if this needs to be ordered separately."